Manufacturer narrative:
(B)(4). The customer returned an opened kit containing a guidewire assembly, catheter, and arrow raulerson syringe (ars) for analysis. Signs of use were observed inside the ars and along the guidewire. Visual analysis revealed that the guidewire contained three kinks towards the distal end. The distal j-bend was misshapen. Microscopic examination confirmed the kink. Both welds were present and were observed to be full and spherical. No other defects or anomalies were identified with the packaging or any other returned components. The kinks in the guidewire were located 361mm, 374mm, and 573mm from the distal tip. The overall length of the guidewire measured 603mm, which is within the specification of 596mm - 604mm per product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the specification of 0.788mm - 0.826mm per the guidewire product drawing. Functional inspection of the guidewire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire encountered major resistance when the kinked area passed through the returned introducer needle. All undamaged sections of the guidewire were able to pass through the arrow raulerson syringe (ars)/18 ga introducer needle subassembly with no resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire was kinked towards the distal end. The distal j-bend is slightly misshapen but still intact. Dimensional and functional testing did not reveal evidence of a manufacturing-related issue. A device history record review was performed with no relevant findings. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, the doctor found swg kinked during insertion." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the doctor found swg kinked during insertion." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".